Manufacturer narrative:
Our manufacturing operations employ quality control procedures which include statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Review of records does not provide any evidence of defective product. Evaluation of the return sample by tech services determined the rust stain was caused by stray chemistry. The chemistry mix falls onto the carrier web (the body side of the wrap) and gets laminated between the carrier web and the heat pack. Possible cause of rust type stain is moisture being introduced to the heat cell area - probably due to perspiration/sweat which caused stray chemistry to propagate through the carrier web and become more noticeable to the consumer. The stray chemistry most likely was not obvious prior to the consumer wearing the wrap. The stray chemistry is not dosed with the brine solution, so it will not heat up. Evaluation of the cell packs show they are intact; there is no chemistry leaking from the cell pack. The rust stain on the cell pack appears to have been "picked" at. The wrap shows no defects. The root cause of the alleged cell pack leak did not occur during manufacturing, there are no cell packs leaking.

Event description:
Event verbatim [preferred term] allergic reaction [hypersensitivity] , rash with pruritus on application site [application site rash] , rash with pruritus on application site [application site pruritus] , the heatwrap ripped [device leakage] , . Case narrative:this is a spontaneous report from a pfizer-sponsored program, commercial outbound/inbound contact center. A contactable pharmacist reported an approximately 60-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: 72533) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no problem. On an unspecified date in feb2016, the pharmacist reported the wrap ripped and the patient experienced rash with pruritus on application site. The pharmacist confirmed it was not a burn, but an allergic reaction. This only occurred with 1 wrap of that package. The other wrap from the same pack and lot number did not cause any adverse event. Action taken with the suspect product was unknown. Clinical outcome of the events was resolved on an unspecified date in (B)(6) 2016. New information received from the product quality complaint group included: our manufacturing operations employ quality control procedures which include statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Review of records does not provide any evidence of defective product. Evaluation of the return sample by tech services determined the rust stain was caused by stray chemistry. The chemistry mix falls onto the carrier web (the body side of the wrap) and gets laminated between the carrier web and the heat pack. Possible cause of rust type stain is moisture being introduced to the heat cell area - probably due to perspiration/sweat which caused stray chemistry to propagate through the carrier web and become more noticeable to the consumer. The stray chemistry most likely was not obvious prior to the consumer wearing the wrap. The stray chemistry is not dosed with the brine solution, so it will not heat up. Evaluation of the cell packs show they are intact; there is no chemistry leaking from the cell pack. The rust stain on the cell pack appears to have been "picked" at. The wrap shows no defects. The root cause of the alleged cell pack leak did not occur during manufacturing, there are no cell packs leaking. Follow-up (09mar2016): this follow-up report is being submitted to amend previously reported information: the events of rash and pruritus were updated to application site rash and application site pruritus. Follow-up (4apr2016): new information received from product quality complaint group included investigation results. Follow-up (14apr2016): follow-up attempts completed. No further information expected. Follow-up attempts completed. No further information expected. Follow-up (18feb2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (23dec2019): this follow-up is being submitted to notify that an investigation of the device is ongoing. Follow-up (24feb2020): this follow up is being submitted as a final report as investigations are completed and closed., comment: based on available information, the reported the wrap ripped was associated with the rash with pruritus on application site, allergic reaction, and represents a potential device malfunction. This malfunction has a theoretical risk to cause skin burn. All events are medically assessed as non-serious and associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Our manufacturing operations employ quality control procedures which include statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Review of records does not provide any evidence of defective product. Evaluation of the return sample by tech services determined the rust stain was caused by stray chemistry. The chemistry mix falls onto the carrier web (the body side of the wrap) and gets laminated between the carrier web and the heat pack. Possible cause of rust type stain is moisture being introduced to the heat cell area - probably due to perspiration/sweat which caused stray chemistry to propagate through the carrier web and become more noticeable to the consumer. The stray chemistry most likely was not obvious prior to the consumer wearing the wrap. The stray chemistry is not dosed with the brine solution, so it will not heat up. Evaluation of the cell packs show they are intact; there is no chemistry leaking from the cell pack. The rust stain on the cell pack appears to have been "picked" at. The wrap shows no defects. The root cause of the alleged cell pack leak did not occur during manufacturing, there are no cell packs leaking.

Event description:
Event verbatim [preferred term] allergic reaction [hypersensitivity], rash with pruritus on application site [application site rash] , rash with pruritus on application site [application site pruritus], the heatwrap ripped [device leakage]. Case narrative:this is a spontaneous report from a pfizer-sponsored program, commercial outbound/inbound contact center. A contactable pharmacist reported an approximately 60-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: 72533) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no problem. On an unspecified date in feb2016, the pharmacist reported the wrap ripped and the patient experienced rash with pruritus on application site. The pharmacist confirmed it was not a burn, but an allergic reaction. This only occurred with 1 wrap of that package. The other wrap from the same pack and lot number did not cause any adverse event. Action taken with the suspect product was unknown. Clinical outcome of the events was resolved on an unspecified date in feb2016. New information received from the product quality complaint group included: our manufacturing operations employ quality control procedures which include statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Review of records does not provide any evidence of defective product. Evaluation of the return sample by tech services determined the rust stain was caused by stray chemistry. The chemistry mix falls onto the carrier web (the body side of the wrap) and gets laminated between the carrier web and the heat pack. Possible cause of rust type stain is moisture being introduced to the heat cell area - probably due to perspiration/sweat which caused stray chemistry to propagate through the carrier web and become more noticeable to the consumer. The stray chemistry most likely was not obvious prior to the consumer wearing the wrap. The stray chemistry is not dosed with the brine solution, so it will not heat up. Evaluation of the cell packs show they are intact; there is no chemistry leaking from the cell pack. The rust stain on the cell pack appears to have been "picked" at. The wrap shows no defects. The root cause of the alleged cell pack leak did not occur during manufacturing, there are no cell packs leaking. Follow-up (09mar2016): this follow-up report is being submitted to amend previously reported information: the events of rash and pruritus were updated to application site rash and application site pruritus. Follow-up (4apr2016): new information received from product quality complaint group included investigation results. Follow-up (14apr2016): follow-up attempts completed. No further information expected. Follow-up attempts completed. No further information expected. Follow-up (18feb2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (23dec2019): this follow-up is being submitted to notify that an investigation of the device is ongoing. Company clinical evaluation comment: based on available information, the patient reported the heatwrap ripped, which represents a potential device malfunction. There was no adverse reaction such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. All events are medically assessed as associated with the use of the device., comment: based on available information, the patient reported the heatwrap ripped, which represents a potential device malfunction. There was no adverse reaction such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. All events are medically assessed as associated with the use of the device.

Manufacturer narrative:
Our manufacturing operations employ quality control procedures which include statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Review of records does not provide any evidence of defective product. Evaluation of the return sample by tech services determined the rust stain was caused by stray chemistry. The chemistry mix falls onto the carrier web (the body side of the wrap) and gets laminated between the carrier web and the heat pack. Possible cause of rust type stain is moisture being introduced to the heat cell area - probably due to perspiration/sweat which caused stray chemistry to propagate through the carrier web and become more noticeable to the consumer. The stray chemistry most likely was not obvious prior to the consumer wearing the wrap. The stray chemistry is not dosed with the brine solution, so it will not heat up. Evaluation of the cell packs show they are intact; there is no chemistry leaking from the cell pack. The rust stain on the cell pack appears to have been "picked" at. The wrap shows no defects. The root cause of the alleged cell pack leak did not occur during manufacturing, there are no cell packs leaking.

Event description:
Event verbatim [preferred term] allergic reaction [hypersensitivity] , rash with pruritus on application site [application site rash] , rash with pruritus on application site [application site pruritus] , the heatwrap ripped [device leakage] , . Case narrative:this is a spontaneous report from a pfizer-sponsored program, commercial outbound/inbound contact center. A contactable pharmacist reported an approximately (B)(6) female patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: 72533) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no problem. On an unspecified date in (B)(6) 2016, the pharmacist reported the wrap ripped and the patient experienced rash with pruritus on application site. The pharmacist confirmed it was not a burn, but an allergic reaction. This only occurred with 1 wrap of that package. The other wrap from the same pack and lot number did not cause any adverse event. Action taken with the suspect product was unknown. Clinical outcome of the events was resolved on an unspecified date in (B)(6) 2016. New information received from the product quality complaint group included: our manufacturing operations employ quality control procedures which include statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Review of records does not provide any evidence of defective product. Evaluation of the return sample by tech services determined the rust stain was caused by stray chemistry. The chemistry mix falls onto the carrier web (the body side of the wrap) and gets laminated between the carrier web and the heat pack. Possible cause of rust type stain is moisture being introduced to the heat cell area - probably due to perspiration/sweat which caused stray chemistry to propagate through the carrier web and become more noticeable to the consumer. The stray chemistry most likely was not obvious prior to the consumer wearing the wrap. The stray chemistry is not dosed with the brine solution, so it will not heat up. Evaluation of the cell packs show they are intact; there is no chemistry leaking from the cell pack. The rust stain on the cell pack appears to have been "picked" at. The wrap shows no defects. The root cause of the alleged cell pack leak did not occur during manufacturing, there are no cell packs leaking. Follow-up (09mar2016): this follow-up report is being submitted to amend previously reported information: the events of rash and pruritus were updated to application site rash and application site pruritus. Follow-up (4apr2016): new information received from product quality complaint group included investigation results. Follow-up (14apr2016): follow-up attempts completed. No further information expected. Follow-up attempts completed. No further information expected. Follow-up (18feb2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment based on available information, the patient reported the heatwrap ripped, which represents a potential device malfunction. There was no adverse reaction such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. All events are medically assessed as associated with the use of the device., comment: based on available information, the patient reported the heatwrap ripped, which represents a potential device malfunction. There was no adverse reaction such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. All events are medically assessed as associated with the use of the device.